Manufacturer narrative:
The insulin pump was received with broken off and missing the end cap. The insulin pump was received with missing motor assembly. The insulin pump was received with physical damage to electronic assembly. Analysis was unable to perform displacement test due to physical damage to insulin pump. The insulin pump was also received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged due to being dropped in the road. Customer stated that the bottom of the device was gone. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.